Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a low blood glucose of 62 mg/dl while in the hospital on a liquid diet and attributed the event to limited carbohydrate intake; the event occurred when the user was not connected to the ilet, and treatment included oral juice followed by dextrose administration. Symptoms included hypoglycemia. Outcomes included the need for unexpected medical intervention with medication. Investigation included communication with the user and analysis of information provided by the user and hospital staff. Investigation of this case revealed no findings and insufficient information to identify a device-related problem. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.